Manufacturer narrative:
The customer reported a leakage issue, and returned 7 samples, 6 unopened, and one used, all of material 2426-0007, lot 24095367. Upon initial visual examination, the sets had no defects or abnormalities. All seven sets were infused with water and the tubing connections were tested. No issues, separations, or leaks were found within any of the sets. The report of leakage could not be verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that, the tubing that had the leakage issue.